Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in used condition with a worn downstream occlusion seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem; however, the device was over infusing, but within specifications. To address the issue, the expuslor was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
The event occurred during testing. It was reported the device had a failed accuracy +8.10 percent. There was no patient involved.